Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 16/aug/2019 and inspection of the unit was performed on 19/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection. Hole in # 4 remote control button cover. Prism scratched. Passed dry leak test. Up/ down brake lever broken. Passed wet leak test. Forward body trim collar cracked. Forward body trim collar attaching nut worn/ loose thread. # 2 remote control button cover cracked. # 1 remote control button cover cracked. Rubber trim collar nut separate from rubber. Light carrying bundle distal cover glass middle scratched. Operation channel- primary mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts replaced: rubber trim collar, remote control button, o-rings and seals, distal case/cap, deflector body link.